Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001825034-2016-04722, MFR#0001825034-2018-0097. Additional concomitant medical products: comprehensive reverse humeral tray w/ locking ring pn115370, ln577960; comprehensive reverse glenosphere pn115313, ln789770; comprehensive reverse primary stem mini pn113626, ln802870; comprehensive reverse baseplate pn010000589, ln082080. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty. Subsequently. The patient underwent a third revision 14 years later to implant a custom constrained prosthesis. No further information was provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty. Subsequently. The patient underwent a third revision 14 years later to implant a custom constrained prosthesis due to dislocation. No further information was provided.